Event description:
The customer reported that a telescoping head section had fractured. It was added that this could be due to the customer applying a lot of force when moving the cot towards/against the vehicle. There was no reported patient involvement or adverse consequence.

Manufacturer narrative:
Results - telescoping head section; exposed sharp edges.